Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the device is have an intermittent xdcr fault that is not resolved through calibrations. The fsr has ordered replacement parts and will complete his repair and evaluation once the replacements parts are available. Upon completion of a full investigation, a supplemental report will be submitted.

Event description:
The customer reported transducer fault display alarms on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
A carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the main printed circuit board assembly (pcba) and performed the user verification test and operational verification procedure. The carefusion failure analysis laboratory received the suspect component, a vela main pcba, and evaluated the device. An evaluation of the component did not duplicate the reported issue. The investigation found that a certain solenoid(s) is not opening after is has been out of operation for extended periods of time.